Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/06/2025, it was reported that the patient reported having erratic cgm values. At an unspecified time that same day, the patient had a seizure. The patient attempted to ask siri what his cgm value was, but he was asked to unlock his phone, which he was unable to do. No bg meter reading was taken at this time either. The patient¿s wife assisted the patient in giving him a glucose tablet and some orange soda, however, it was noted the patient did not stabilize after this treatment. The patient¿s wife then administered a gvoke (glucagon) injection to the patient. After 10 minutes, the patient ¿got better¿. The patient did not seek any assistance from a higher level of care. At an unspecified later, the patient stated that his cgm and bg meter readings were only 10 points apart (after treatment). The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.